Event description:
End user's wife reported that the left front rigging on her husbands 6891 shower commode chair does not fit onto the chair because it is too long, the top part of the footrest scrapes the back of her husband¿s leg every time he uses the shower chair. End user wife advised no bleeding occurred. End users wife advised there is a knob that sticks out and footrest gets caught up on it. No malfunction of the product, this is a fitting issue.